Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated there was a pr logic detection. A confirmed episode #4 withheld for atrial fibrillation (af) for a true ventricular tachycardia (vt). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected incorrectly a real ventricular tachycardia (vt) episode as a supra ventricular tachycardia (svt) episode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.